Manufacturer narrative:
The device was received fully deployed. The unexposed portion of the soft cannula was observed to be torn and leaking 0.17 inches from the nail head, causing corrosion, insufficient batteries and data loss. No damages or defects were observed on the bottom housing or e-seal. The needle mechanism was reset and manually redeployed as intended. No damages or defects were observed that would contribute to a failure of the needle mechanism. The cause of the reported needle mechanism failure could not be determined as it could not be determined when the needle mechanism deployed or how long the pod ran for without the download data.

Event description:
It was reported the pink slide insert did not move forward, despite the cannula deploying, indicating that there was a needle mechanism failure.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.